Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the home health nurse that the clamp broke off of the patient's hemodialysis catheter. Nurse was inquiring with ms&s about the dwell time for the catheter. Ms&s advised the nurse that if the catheter is working properly an acute dialysis catheter can dwell up to 30 days. Long term dialysis catheters is a medical decision best made by the healthcare provider, since the lot number and product code are unavailable. No patient injury reported.